Event description:
During baxter's functionality testing of a spectrum pump, the device displayed the downstream occlusion message when no occlusion was present. There was no pt involvement.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the downstream occlusion message, which was experienced during eval. It was found to be caused by a failing input/output printed circuit board (pcb). The failed I/o pcb was replaced.